Event description:
It is reported that the patient's insulin pump was squirting out insulin. The patient's blood glucose level was 160mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion and prime test. The insulin pump primed properly. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.